Event description:
It was reported that the patient experienced fluid leak in the cuff of an artificial urinary sphincter (aus). A surgical procedure was performed in which the device was removed and a new aus was implanted. The patient was reported to be doing well after the surgery. No more information available at the moment, further information was requested. No lot numbers could be obtained due to uncertainty if the last numbers in the system correspond to the device involved in this complaint. No more information available at the moment. Should additional information become available, it will be provided.